Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient has been unable to connect to the scs ipg and the patient controller. The patient had a surgical procedure in (B)(6) 2019 and it was undetermined if the scs system was set to surgery mode during the procedure. A company representative met with the patient and attempted to connect to the ipg using the clinician programmer, but was not successful. The representative made multiple troubleshooting attempts, but the issue persisted. Surgical intervention may be necessary to replace the patient's scs ipg.